Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 24 synergy ii des drug-eluting stent was selected to treat the lesion. However, during introduction, the shaft broke on the proximal segment 15 cm distal from the hub. The shaft was removed from the guide catheter. There was no patient involvement. The procedure was completed with another of the same device. No patient complications were reported. Patient's condition was stable. Synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 158mm distal to the distal end of the strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.